Event description:
It was reported that an occlusion alarm occurred intermittently. There was no reported adverse impact to the customer's blood glucose level. Customer resolved the issue by simply resuming insulin, which worked without further issue each time. Customer experienced recurring occlusion issues and was advised by technical support to contact them for assistance when the occlusion occurs. Customer understood and acknowledged the advice.